Event description:
The patient reported intermittent stimulation. An advanced bionics representative performed device evaluation. The issue was not confirmed. During a planned lead revision procedure, the surgeon decided to replace the implant. The patient received a new advanced bionics spinal cord stimulator.